Event description:
A hospital in (B)(6) reported that the manometer of an rd900 infant resuscitator was out of tolerance. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received for service at our us facility in (B)(6), where it was inspected by a trained fisher & paykel healthcare technician. The device was visually inspected for damage and then tested in accordance with the neopuff technical manual. Results: visual inspection revealed that no damage was found on the exterior of the device. The complaint device was able to pass all of the required performance tests, including a manometer check, as per the product technical manual. A lot check revealed no other complaint of this type for lot number 110405. Conclusion: the reported fault was not able to be confirmed and the complaint device was able to perform within specification as it passed all of the required performance checks. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." The complaint neopuff device was serviced and returned to the hospital facility.